Event description:
Customer admitted to hosp due to low blood glucose. Customer was incoherent and woke up in emergency room. Customer changed their basal rate and insulin sensitivity level in the pump without doctors advice. Troubleshooting performed.